Manufacturer narrative:
Follow-up #1: date of submission 02/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: there were call service 064 alarms observed in the pump's history. There was moisture visible in the display screen. The pump's case was cracked near the top right corner of the display screen. A leak test verified that there was a leak at the crack in the pump casing. Moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that pump emitted a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.